Event description:
The reporter stated that she has gotten several er1 messages. When she gets the er1, she always retests successfully. She always checks the back of the strip with the color chart on the bottle of strips. There was no allegation of harm, no attempt to seek medical help, and there were no symptoms of illness.